Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and display device occurred. No data was provided for evaluation. The complaint device was returned for evaluation on 09/06/2018. The device was visually inspected and pass. Performed voltage test and passed. Performed functional test and passed. Performed a pairing test with nordic bluetooth device and passed. Performed share log review and no data found on the issue date. The reported event of a loss of connection was undetermined. The complaint conformation is undetermined because there is no share data for the issue date to view.